Event description:
It was reported the pt had increasing surgical pain in her abdomen, and the stimulation was turned off. The pt went to the hospital where she spent the night. F/u identified she was released from the hospital. It was reported the pt was receiving effective stimulation, and the pain was improving. The pt was working closely with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.